Event description:
A nurse reported that the vitrectomy probe had low or no cutting performance (normal aspiration) during vitrectomy surgery. The surgery was completed after replacement machine and pak with new one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, without a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with the bent probe needle and the port was smashed. No functional test could be performed due to the smashed port condition. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the reported cutting issue and noise issue due to the port damaged condition. Because the sample was returned open, how and when the port became damaged and needle was bent cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. The reported cut failure and noise issue were unable to be confirmed and exact root cause for the port damaged and bent needle could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).